Manufacturer narrative:
(B) (4). This is an initial report. The device has been forwarded for further investigation. A final report will be submitted when the investigation is complete. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
Customer reported an issue with his freestyle navigator continuous monitoring system. The device ((B) (4)) was returned and during the course of the investigation a crack was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The transmitter was returned and the original connection and battery issues were not confirmed. In addition, during extended investigation, the transmitter was visually inspected and confirmed to have cracks in the thermistor barrel and battery compartment. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Event description:
Customer reports meter results of 625mg/dl while using the advantage system. Meter results are out of range as device range display is 10-600 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.